Event description:
A hospital in (B)(6) reported that an rt345 adult breathing circuit passed the ventilator leak test but the hospital stopped using the circuit due to a gradual pressure decrease during use. It was reported that an air leak from the circuit was found. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt345 adult dual-heated evaqua breathing circuit is not sold in the USA, but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the returned complaint rt345 adult dual-heated evaqua breathing circuit was visually inspected for damage and performance tested to check for leaks. Results: visual inspection revealed no damage was found on the complaint device. The performance test revealed that the complaint device was able to perform within specification. A lot check revealed no other complaint of this type for lot number 111125. Conclusion: no fault was found with the complaint device as no visual damage was found and the device was able to perform within specification. Our user instructions that accompany the rt345 state the following: "set appropriate ventilator alarm"; "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient".